Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to receive help with changing the reservoir and infusion set. Customer was assisted and then reported a low blood glucose reading of 50 mg/dl. Customer treated with food. Customer did not know why his blood glucose level was low. Customer reported a bump at the site. Nothing was replaced or returned.